Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement was not reported. The filter subsequently malfunctioned including, but not limited to perforation, tilting and perforation abutting an organ that causes injury and damage to the patient. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation, tilting and perforation abutting an organ that causes injury and damage to the patient.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation, tilting and perforation abutting an organ that causes injury and damage to the patient. Per the implant records, prior to the index procedure the patient underwent right knee surgery, and a right lower extremity deep venous thrombus with free floating clot was noted within the distal common femoral artery, increasing concern about potential for embolization. Using sterile technique and after ultrasound assessment documented a patent, normally compressible left common femoral vein, a marking catheter was placed using a left femoral approach, and it was advanced to the caudal aspect of the inferior vena cava (ivc). An inferior venacavagram was performed demonstrating a normal caliber patent cava and normal appearance of the renal veins with no evidence of caval occlusion, thrombus or mega vena cava. The trapease ivc filter was deployed below the level of the renal veins and above the ivc bifurcation. A completion inferior venacavagram was performed. The final fluoroscopy image of the ivc showed a trapease filter in place centered at the l2 level below the renal veins and above the ivc bifurcation. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting and perforation abutting an adjacent organ, becoming aware of these events approximately fifteen years and three months after the filter implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, tilting and perforation abutting an organ. The patient reported becoming aware of the events approximately fifteen years and three months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was recent knee surgery and a right lower extremity deep vein thrombosis with free floating clot noted within the distal common femoral artery (?), and increased concern for potential embolization. The filter was placed via the left common femoral vein and deployed below the level of the renal veins and above the ivc bifurcation. The final fluoroscopy image of the ivc showed a trapease filter in place centered at the l2 level below the renal veins and above the ivc bifurcation. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.